Event description:
This system was explanted and replaced. This lv lead had been in a poor position for pacing, the ra and rv leads had noise and the ICD was at eos. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.